Event description:
It was reported that upon first use of the cadiosave intra-aortic balloon pump (iabp), during use on a patient, the iabp generated ¿iabp may require maintenance¿, and then code #14 occurred with self check error displayed, and could not be used. Immediately another iabp was brought to continue iabp therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. When the pressure vacuum regulators were adjusted, the situation was improved; however an error message "iabp may require maintenance" appeared during running test. Although the scroll compressor was replaced, the issue was not resolved. Then the pressure vacuum regulators were replaced and the issue was resolved. Safety disk was replaced as periodic replacement, and sm3 muffler was replaced also due to fracture. Calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. As this iabp unit is being used at our service center as fixed assets, another iabp unit was installed instead in the customer's facility, and is currently being used clinically.

Event description:
It was reported that during use on a patient and upon first use of the cadiosave intra-aortic balloon pump (iabp)after delivery, the iabp generated ¿fault code #14 along with a self check error displayed, and could not be used. Immediately, another iabp was brought to continue iabp therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that upon first use of the cadiosave intra-aortic balloon pump (iabp), during use on a patient, the iabp generated ¿iabp may require maintenance¿, and then code #14 occurred with self check error displayed, and could not be used. Immediately another iabp was brought to continue iabp therapy. No patient harm, serious injury or adverse event was reported.